Manufacturer narrative:
(B)(4).the field service engineer (fse) inspected the device and replaced the oxygen sensor. The unit then passed all performed testing and operates within the manufacturing specifications

Event description:
It was reported that the ventilator was giving inaccurate oxygen readings while in patient use. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.